Event description:
It was reported the inner packaging of the tibia baseplate implant stuck to the outer packaging when it was open. Doctor considered it not to be sterile, so another one was used.

Manufacturer narrative:
Conclusion: the reported event could not be confirmed as the packaging blisters were not provided for evaluation. The root cause is likely a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported the inner packaging of the tibia baseplate implant stuck to the outer packaging when it was open. Doctor considered it not to be sterile,so another one was used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.